Event description:
Pt underwent a left total knee replacement. A drain was placed during surgery. It was noted that there was a scant amount of drainage in the drain tubing post-op. The following day, it was noted that the pt was experiencing no movement in the left foot. The drain was immediately removed and a large amount of drainage was expressed from the site. The pt continued to have no movement in the foot and was determined to have peroneal motor nerve palsy. The pt was discharged requiring the use of a brace for the foot.